Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received from the health care provider stating that it was not decided yet whether the intraocular lens ( iol) will be explanted. The patient has in addition advanced glaucoma in both eyes already. This complicates the implantation of a possible new iol. The patient will visit the physicians office on (B)(6) 2019 and then the further procedure will be discussed. Till now, new glasses were prescribed to improve patients vision and is satisfied.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The serial numbers for the intraocular lenses were provided for both eyes. Information was not provided for which serial number belongs to what eye. This record and serial number will be for the second eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) surgery, a lens presented with glistening in both eyes. The patient is reporting loss of vision. This record is for the second eye. Additional information has been requested.